Event description:
It was reported that the device had an electrical reset, and the device displayed error code 60-30-02 at the time of interrogation. The reset was cleared, and the parameters were restored to the previous settings. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset - power on reset parameters. Por on (B)(6) 2011 due to "starvation of hall sensor".